Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and replaced the backlight inverter printed circuit board (pcb). The unit passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: two backlight inverter printed circuit boards(pcb) were returned for failure investigation. A visual inspection of the returned pcbs was conducted, and it was noticed that there was evidence of thermal damage on the back of transformer, reference designator t1. The components were attached to the failure investigation test ventilator for analysis. The ventilator was powered on and it was noted the upper gui display screen was blank. Further investigation isolated the fault to a broken/burnt start wire at the pin of the transformer, reference designator t1. If information is provided in the future, a supplemental report will be issued.